Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2022, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. This report is submitted on august 11, 2022.

Manufacturer narrative:
This report is submitted on november 24, 2021.

Event description:
Per the clinic, the patient experienced persistent infections with the device since implantation. Due to these issues, the abutment was removed on (B)(6) 2021, and a cover screw was placed on the implant. The implanted device remains. There are plans to convert the patient to a subcutaneous baha implant system, however, this has not occurred as of the date of this report.